Event description:
Left eye is swollen from an apparent sty. Also, eyes become blurry in the afternoon and have a lot of discharge throughout the day. I have an eye doctor appointment scheduled to determine diagnosis. I have been using the amo complete moisture plus contact lens cleaner for about 2 weeks. I have lot number zb02799 expiration 2008/07. I purchased this cleaner at drug store.